Event description:
It was reported that during unpacking prior to a coronary drug eluting stenting treatment procedure, a damaged stent was noted. When the taxus liberte' 3.0x32mm drug eluting stent was opened, a stent strut was bent. As there was no patient contact, no complications occurred.

Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the distal edge of the stent was damaged. The struts on stent rows 3 to 4 from the distal edge were raised. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The most probable root cause of this complaint is operational context due to anatomical/procedural factors encountered during the procedure performance was limited.